Event description:
A component was noted to be missing from the device during testing at the manufacturing facility. No patient involvement, delay, medical intervention, or adverse consequences were reported.